Manufacturer narrative:
Other, other text: one cadd ms3 pump was returned for analysis in good condition. The device history log was reviewed; no evidence of fault noted. Functional testing was then performed; no discrepancies. The device ran the program for an extended period with no issues occurring. Based on the evidence, the complaint was not confirmed, and the root cause is unknown.

Event description:
Information was received that pump is not holding program. Customer stated additional information is unknown.